Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was broke the needle trying to get air bubbles out. The customer's blood glucose value was unknown. Customer stated majority of the time she cannot push the air back into the insulin vial. Customer stated the needle in the insulin vial bent. . The insulin pump will not be returned for analysis.